Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm during our testing. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test, verify motor error alarm, or verify rewind operation due to no button response. However, the insulin pump passed the motor test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that a couple of days back the insulin pump alarmed motor error during basal. The customer also reported that the day of the call, the insulin pump alarmed button error when reconnecting after a shower. Customer stated the device might have been exposed to sweat. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was unable to complete the rewind sequence. Customer had high blood glucose value of 459 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.